Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 399 mg/dl and 88 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. This medical surveillance specialist contacted the patient on (B)(6) 2010 to clarify information obtained during the initial phone call. The patient manages her diabetes with metformin oral medication and tests her blood glucose twice per day. After the power issue began in (B)(6) 2009, the patient claimed that she was unable to obtain her blood glucose readings for 8 months. On several different occasions, the patient reportedly went to the health clinic and obtained "really high readings." During the alleged incidents, the patient felt weak and allegedly received insulin treatment for a blood glucose readings in the "400 mg/dl." According to the troubleshooting performed with customer service, the power issue was not resolved. The customer care advocate concluded that the battery did not need to be replaced. In addition, there was no product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she received medical intervention suggestive of hyperglycemia after the product issue began.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.